Manufacturer narrative:
Upon further review and additional information, bard medical has determined that this MDR was initially reported in error as this event is not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly blocked, and urine did not flow to the bag. The nurse had to irrigate every two days. The catheter was inserted on (B)(6) 2017. The visual inspection noted there appeared to be calcification inside the catheter upon return. There appeared to be a cuff or partially inflated/raised section at the top of the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly blocked, and urine did not flow to the bag. The nurse had to irrigate every two days. The catheter was inserted on (B)(6) 2017. The visual inspection noted there appeared to be calcification inside the catheter upon return. There appeared to be a cuff or partially inflated/raised section at the top of the balloon.